Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2021, the patient was treated for a thoracic aortic aneurysm. The procedure was to perform a bypass procedure of the head vessels prior to ctag placement. The physician's plan initially was to use a trifurcated graft and bypass proximal to the brachiocephalic and bypass the left carotid and the left subclavian from this graft, and deliver the ctag antegrade through the third port that was available to him. Upon doing a sternotomy, he assessed the patient's ascending aorta where he was going to place the trifucated graft, and he thought it was too fragile. It was a porcelain type aorta, so he decided to do a carotid-carotid subclavian procedure, and then, even though the access was marginal, attempt to access and deliver the stent graft from retrograde versus antegrade. He assessed the groin, the access was too small, so he then proceeded to do a direct puncture at the brachiocephalic near the nearest origin. His plan was to do a purse string suture, then advance and put in a stiff guidewire. He put in a lunderquist quidewire, then did serial dilation. As he was doing that, he was confirming that he didn't occlude blood flow to the brachiocephalic, as that represented the patient's entire intracranial circulation, as they did a carotid-carotid subclavian bypass all off the brachiocephalic. He was able to serial dilate and then advance the 22fr sheath across the arch near the descending thoracic takeoff. He advanced the ctag into place distal to the brachiocephalic, then shot an angiogram. At this point, he noticed there was flow in the ascending arch, transverse arch and descending aorta, but no flow to the brachiocephalic. At this point, he was having trouble, as the sheath was backing out of the aorta and was starting to bleed, so he wanted to place the graft before he pulled it out. He put a forcep up at the trailing edge of the brachiocephalic and deployed it under fluoro distal to the brachiocephalic. Once the physician pulled the system out and gained control of the direct puncture of the aorta, he did an additional angiogram and there was still no flow to the brachiocephalic. At this point, the patient was put on heart-lung bypass so he could restore intracranial circulation to the patient as quickly as possible. The patient ischemic time to the intercranial circulation was approximately 15 minutes, which the physician felt would probably result in a major stroke. The anesthesiologist was performing tee, and noticed there was a possible retrograde type a dissection. The physician decided to repair the ascending aorta. An open repair was performed to the aorta, but no dissection was found. Instead, the purse string suture that was placed during the intial procedure was apparently grabbed as the sheath was inserted, and once the stent graft was deployed, it pulled it shut. The determination was that as the dilator and sheath was advanced, and then the device, it somehow grabbed the purse string suture and closed the brachiocephalic so there was no flow. Once the physician went in and cut the suture, flow was restored. There was no further issue with it, and he proceeded to complete the surgery. As of last report from the physician, the patient still had not woken up.